Event description:
It was reported the device was explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary testing revealed the device was at eri (elective replacement indicators) and programmed to vvi 65 bpm bipolar mode. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires.